Manufacturer narrative:
Due to limited information received to date the manufacturer is reporting in a conservative manner. Patient death occurred post operative after explant of pvs 23m. Not yet returned to manufacturer.

Event description:
On (B)(6) 2017 pvs 23m was implanted. Intra-operative echo displayed paravalvular leak on the non cusp and leaflet fluttering on the right cusp leaflet, with a mean gradient of 40mmhg. The patient was put back on crossclamp and the aortotomy re-opened. The physician's initial inspection showed a good position of the valve. Cold slush applied to root and valve removed using shodded hemostats and z maneuver. The annulus was inspected for further calcium, and a small chunk of calcium was removed in one area. The physician resized for the same size valve and then noted ridge of calcium in root and elected to implant an edwards 21 magna. The manufacturer has been notified that patient death occurred post operative.